Manufacturer narrative:
There is no evidence to suggest that any aspect of the device was responsible for the reported event. Additional information is being sought and assessment by the medical monitor is ongoing, once completed a supplemental report will be submitted.

Event description:
Lenstec received an email stating "the patient had symptoms of exudation after surgery"

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The endotoxin results were within acceptable limits, and we have not received any other previous complaints from these batches. The lenses that were returned for testing were intact and no defects were noted. The saline solution was free of particles. Additionally, lenstec is unable to comment on the compatibility of the injector reported as used for the surgery amongst other surgical instruments or the sterility processes used by the facility. Furthermore, lenstec's medical monitor stated that there was no indication that anything was abnormal with any of these implants. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. Furthermore, lenstec confirms that the lenses, their design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the patient had symptoms of exudation after surgery".